Event description:
The customer reported losing pads ECG during cardioversion. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported losing pads ECG during cardioversion. No adverse pt impact was reported. The biomed evaluated the device. The device passed all testing. He noted that if the paddle set did not have good contact with the simulator that he would not see an adequate ECG waveform. This would be expected behavior of the device, and paddle set if inadequate paddles to pt contact was made. The IFU warns about using external paddles as a source, when performing synchronized cardioversion. We are considering this a user error. There is no info supporting a malfunction of the device or accessories.